Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported break could not be conclusively determined. The reported noise appears to be a cascading event of the break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat tricuspid regurgitation (tr). During preparation of the triclip steerable guide catheter (tsgc), when applying the negative knob three quarter turn there was a popping noise. A replacement was used to complete the procedure. There was no patient involved.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.